Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-13254. The patient has two leads from different lot numbers, reporting on both leads. It was reported the patient was experiencing a burning/stabbing sensation around his right calf since his implant procedure. The patient stated, he feels it whether the stimulation is on or off, but noted it is worse when the stimulation is on. The patient also stated, the pain has been getting progressively worse since the implant. It was also reported, the patient has a loss of sensation in his anus and the tip of his penis. Follow-up information identified the burning/stabbing sensation around the patient's right calf has subsided. Additional follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.